Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 251 mg/dl and was treated by administering a manual injection. Customer alleged pump was the suspected cause of the elevated bg. System check performed with tandem technical support (cts) did not identify any device issues, however, the customer had been using a cartridge filled with humalog for more than two days. Cts educated customer regarding cartridge/insulin labeling. Reportedly, customer maintained that there was an issue with the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.